Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
During a replacement procedure of a symphony dr by the subject device, after connection of the already implanted microport ventricular lead, there was reportedly no pacing by the device and artifacts were observed on a surface ECG. Normal pacing was observed when the lead was connected either to the symphony pacemaker or to a pacing system analyzer (psa). Lead measurements with the psa were normal. In addition, the artifacts observed on the ECG were no longer present when the lead was not connected to the device. The microport atrial lead was connected while the patient was paced by the psa through the ventricular lead. Similar absence of pacing and artifacts on the ECG were observed. Reportedly, all devices susceptible of generating electrical disturbances (electrocautery, blanket heating,...) Were turned off, without any effect. The pacemaker was replaced by a non-microport device, without any issues.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20190516 - file-2019-00783 - analysis_and_closure_report_resp-2019-00652.pdf].

Event description:
During a replacement procedure of a symphony dr by the subject device, after connection of the already implanted microport ventricular lead, there was reportedly no pacing by the device and artifacts were observed on a surface ECG.normal pacing was observed when the lead was connected either to the symphony pacemaker or to a pacing system analyzer (psa). Lead measurements with the psa were normal. In addition, the artifacts observed on the ECG were no longer present when the lead was not connected to the device.the microport atrial lead was connected while the patient was paced by the psa through the ventricular lead. Similar absence of pacing and artifacts on the ECG were observed.reportedly, all devices susceptible of generating electrical disturbances (electrocautery, blanket heating,...) Were turned off, without any effect.the pacemaker was replaced by a non-microport device, without any issues.